Manufacturer narrative:
The device was received for evaluation. The flow rate accuracy test was performed, and the device passed the test. The pump was able to successfully infuse. A review of the event history log identified that the reported error was displayed on the occurrence date. A service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the issue was component failure. The front panel assembly will be replaced to resolve the issue.

Event description:
It was reported that a novum iq large volume pump was not delivering the programmed amount. The event occurred in the operating room during patient infusion of propofol. It was further informed that "the vial only had 90ml in it to start, but the pump showed a volume infused of >120ml (with 20-30ml left)". The rate/volume at the time of the event was estimated to be around 100-150mcg/kg/min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.